Event description:
It was later reported that patient had a lead revision surgery. After lead replacement, impedance was within normal limits. It was later reported that the suspect device was disposed of by the hospital. No other relevant information has been received to date

Event description:
It was reported that during pre-op they could not interrogate the patient's generator and run system diagnostics due to battery depletion. In the operating room, they got high lead impedance on new generator. The old lead was still being used and just the generator was being replaced. She stated that surgeon was planning to close the patient and schedule the lead revision for another time and that the generator was going to be kept off in the meantime. The representative confirmed during the surgery they had done all troubleshooting, such as confirming lead pin insertion, reinserting the lead and generator diagnostics which were all good. It was later reported that the explanted generator has been discarded. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.